Event description:
An olympus representative reported, the visera elite ii video system center display screen completely black during preparation for use for an unknown diagnostic procedure. During inspection and evaluation, screen blackout and touch panel blackout due to faulty circuit board. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced. It was determined that the screen blackout was due to printed circuit (cp) board failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.